Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced reservoir was loosed. Customer's blood glucose value was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with severely scratched lcd window. However, device received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment. (B)(4).